Event description:
It was reported that the patient was unable to disconnect a homechoice cassette from a transfer set. This was observed while disconnecting after peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(6) h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: during follow up, it was clarified that the amia cassette could not be disconnected from the transfer set. Should additional relevant information become available, a supplemental report will be submitted.